Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. (B)(4). The following has been provided by the initial reporter: it was reported that customer received discrepant results via the veritor at-home test kit.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿the app told the customer the test was negative. It has two lines which in every test means positive (the instructions there are from another test type which actually provides written instructions on how to interpret the results). The day before customer used the 1st test in the box-two lines = positive. But negative today. This result is clearly positive but the app results say negative¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. All returned photographs were reviewed (which showed a bd veritor at home covid-19 test test cartridge and instructions for use from an unknown manufacturer (not becton dickenson). The complaint was not confirmed. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. (B)(4). The following has been provided by the initial reporter: it was reported that customer received discrepant results via the veritor at-home test kit.